Event description:
The facility representative reported an infusion pump with "8 discharges". This issue was found during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the customer reported issue was confirmed during service. During service, fail code 570:320 was found in the event history. This fail code was associated with main batteries. Inspection of the device found that the main batteries were damaged with 8 battery discharges below alarm threshold and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.